Event description:
It was reported that after replacement of a freestyle libre 3 plus sensor, the ilet app did not initiate sensor warmup and pairing appeared unsuccessful until the user rescanned the sensor and subsequently deleted and reinstalled the app, after which the sensor paired and functioned as expected. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included guided troubleshooting, sensor rescan, and application reinstallation with successful re-pairing. Investigation of this case revealed a transient pairing or software communication issue that resolved with app reinstallation, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that user interface or software interaction contributed to the pairing failure and that reinstallation corrected the condition.